Manufacturer narrative:
The complaint could not be verified and a root cause could not be determined in association with the subject controller as the subject unit functioned as intended when tested. It is possible there was an issue with one or more of the concomitant devices that may have had an impact on this complaint, however none of these devices were returned for evaluation. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand resulting in diminished function of the electrodes. Insufficient saline flow to the surgical site. Surgical technique. A power interruption to the subject controller, using an improper power cord or improper extension cord, or a loose power connection. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the coblator ii controller ablation was weak. The procedure was not able to be completed successfully. There have been no reported patient complications.